Manufacturer narrative:
Rowaiee r., akhras a., lakshmanan j., et al. (2021). Rezum therapy for benign prostatic hyperplasia: dubai initial experience. Cureus 13(9): e18083. Doi 10.7759/cureus.18083 detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of cmc - known inherent risk of device was assigned to this investigation.

Event description:
It was reported via an article published in cereus, that a retrospective study was conducted. Forty-nine patients with symptomatic benign prostatic hyperplasia (bph) underwent a water vapor therapy in one center between january and december 2020. Patients average age was 64 years. The mean prostatic volume was 58 cc. Overall, 36 out of 49 patients had prostate gland volumes larger than 80cc. The complications observed were mild, including one case of urinary tract infection (uti) which was treated with oral antibiotics and two cases of hematuria which spontaneously resolved. Some patients reported mild discomfort due to the presence of the catheter temporarily postoperatively, catheterization lasted an average of five days. No sexual dysfunction was reported by any of the patients who had undergone this procedure. Regarding the use of post-operative medications, patients stopped using their medications within three months of the procedure. Patients only required medical treatment temporarily post-operatively, following which no medications were required for their symptom control at 90 days post-operatively. No patients required readmission for any reason.